Manufacturer narrative:
Awaiting product return to conduct quality investigation.

Event description:
Consumer called to report inaccurate readings with her logic meter. Comparing to another meter. Analysis run on clark error grid using competitive reading (114, 106) as ref. Point vs. Bd readings (228, 290) yielded data points in the c range of the grid, outside of acceptable limits.